Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a device changeout, the right ventricular (rv) lead exhibited high impedance on the low voltage portion of the lead, high thresholds and no capture due to a suspected fracture on the rv coil of the lead. The rv lead was partially removed and replaced. It was also reported that due to stenosis of the patient's vein, the procedure lasted over 180 minutes. No further patient complications have been reported as a result of this event.